Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus of the programmer was not calibrated with the screen. The stylus was replaced as a preventative. The flex cable between overlay and xy board was cleaned and reseated and the stylus was recalibrated. The hard drive was reconfigured and reloaded and software updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer could not be calibrated with the screen and that even if the stylus was calibrated or changed, the gap between the stylus and the cursor was so large that the session could not be ended and the device settings could not be changed. The programmer was received into repair. There was no patient involvement.